Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the set screw on the implantable pulse generator (ipg) was unable to tighten. The ipg was attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.